Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. On (B)(6) 2020 it was reported the patient had intermittent motor stalls. There were no environmental, external or patient factors that may have led or contributed tothe issue. The diagnostics and troubleshooting performed was cap (catheter access port) procedure and interrogations. The actions and interventions taken to resolve the issue was the patient was being managed orally. Surgical intervention did not occur but was planned but not scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was confirmed the pump was not at end of service (eos) yet and that it was indicated previously by mistake. A motor stall had occurred again, and the origin was unknown. The pump remained implanted. They had not been able to interrogate the pump due to covid-19. The patient was being managed orally until covid-19 resolves. The patient¿s weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-27, additional information was received from the patient, via a manufacturer representative (rep). The patient reported seeing error code 8476 on their 8835 personal therapy manager (ptm). The meaning of the code was reviewed. The patient stated they do not believe there was anything environmentally causing the stall. The rep stated the patient reported a motor stall had happened once before in the past (unknown date) and "after about 3 weeks, the pump had recovered". The rep stated they would follow up with the healthcare professional (hcp) and patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from the patient. It was reported the motor stall did not recover and "end of service". It was confirmed the patient did not have an magnetic resonance imaging (MRI). There were no other factors identified. A pump replacement was scheduled, pending cardiac clearance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving clonidine, bupivacaine, and morphine (concentrations and doses unknown) via an implantable pump for spinal pain. It was reported the patient was seeing the code ¿8476¿ on their personal therapy manager (ptm). Technical services reviewed that the code means motor stall. It was unknown if the patient recently had an MRI (magnetic resonance imaging). No patient symptoms were reported. The consumer was directed to follow-up with the patient¿s healthcare professional (hcp) to discuss the reported ptm code 8476. No further complications were reported.